Event description:
It was reported that a thermachoice procedure was performed 8 months ago. The pt was amenorrheic and without complaints until pt developed severe pelvic pain. Laparoscopy showed hematosalpinges bilaterally and blood and adhesions in the cul-de-sac. A hysterectomy was performed revealing multiple synechae in the uterus which likely blocked menstrual flow.